Event description:
The customer reported that the tubing ballooned in the soft silicone segment portion of the tubing during an infusion on 3se nursing unit. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: 07/16/2014. (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.